Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device handle jammed and could not be opened after application to tissue. No patient injury resulted and a second device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 09/24/2016. Date of follow-up report: 11/09/2016. One used ls1500 ligasure device was received, and evaluation of the sample confirmed the reported issue. Initial inspection found no defects, and the device would latch as well as unlatch without difficulty. However, the knife would not deploy smoothly and would occasionally catch while within the jaws, preventing the them from opening. Further investigation found excessive tissue caked within the knife track. After cleaning the jaws, the knife deployed smoothly and the device functioned within specifications. The root cause of this issue was found to be due to customer misuse, where the device shows signs of inadequate cleaning. The instructions for use included with this product cautions users to clean the jaws with a piece of wet gauze often to help minimize tissue build up. A review of the device history records for this lot found no potentially contributing factors to the reported issue.